Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision surgery for periprosthetic fracture. Patient felt pain during rehab and was found to have the femur fracture. Stem and head revised. Cup and liner not exchanged.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accoloade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. No further investigation for this event is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Revision surgery for periprosthetic fracture. Patient felt pain during rehab and was found to have the femur fracture. Stem and head revised. Cup and liner not exchanged.